Event description:
This unsolicited case from united states was received on 11-sep-2017 from a health care professional via health authority (USA-FDA (food and drug administration-department of health and human sciences), reference number: mw5071810). This case concerns a patient (demographics unspecified) who received treatment with synvisc one and after few days of receiving injection patient had pain, swelling and warmth to the touch at affected knee. The past drugs, medical history, concomitant medications and concurrent condition were not provided. On unknown date, patient received treatment with intra-articular synvisc one injection, once (dose, indication, batch/lot number and expiration date: not provided). On an unknown date in 2017, patient reported pain, swelling and warmth to the touch at affected knee, several days after an intra-articular synvisc one injection. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: medically significant for all events. Additional information was received on 04-oct-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on 11-sep-2017 from a health care professional via health authority (USA-FDA (food and drug administration-department of health and human sciences), reference number: mw5071810). This case concerns a patient (demographics unspecified) who received treatment with synvisc one and after few days of receiving injection patient had pain, swelling and warmth to the touch at affected knee. The past drugs, medical history, concomitant medications and concurrent condition were not provided. On unknown date, patient received treatment with intra-articular synvisc one injection, once (dose, indication, batch/lot number and expiration date: not provided). On an unknown date in 2017, patient reported pain, swelling and warmth to the touch at affected knee, several days after an intra-articular synvisc one injection. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: medically significant for all events additional information was received on 04-oct-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on 11-sep-2017 from a health care professional via health authority (USA-FDA (food and drug administration-department of health and human sciences), reference number: mw5071810). This case concerns a patient (demographics unspecified) who received treatment with synvisc one and after few days of receiving injection patient had pain, swelling and warmth to the touch at affected knee. The past drugs, medical history, concomitant medications and concurrent condition were not provided. On unknown date, patient received treatment with intra-articular synvisc one injection, once (dose, indication, batch/lot number and expiration date: not provided). On an unknown date in 2017, patient reported pain, swelling and warmth to the touch at affected knee, several days after an intra-articular synvisc one injection. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: medically significant for all events.

Event description:
Pain to the touch at affected knee [knee pain], swelling to the touch at affected knee [knee swelling], warmth to the touch at affected knee [joint warmth]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case from united states was received on 11-sep-2017 from a health care professional via health authority (USA-FDA (food and drug administration-department of health and human sciences), reference number: mw5071810). This case concerns a patient (demographics unspecified) who received treatment with synvisc one and after few days of receiving injection patient had pain, swelling and warmth to the touch at affected knee. The past drugs, medical history, concomitant medications and concurrent condition were not provided. On unknown date, patient received treatment with intra-articular synvisc one injection, once (dose, indication, batch/lot number and expiration date: not provided). On an unknown date in 2017, patient reported pain, swelling and warmth to the touch at affected knee, several days after an intra-articular synvisc one injection. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: medically significant for all events.